Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was in the hospital and her insulin pump starting making a noise. Customer is part of a diabetes research study. While customer was on hold, she hung up and never called back. Customer could not be contacted. Customer did not say why she was in the hospital. She did not provide her blood glucose level. No other details about the hospitalization or malfunction were provided. Nothing further reported.